Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting a supra ventricular tachycardia (svt) arrhythmia as a ventricular tachycardia (vt) episode. The device remains in use. It was further reported that the right ventricular (rv) lead has high thresholds. The rv lead and the ICD remain in use. No further patient complications have been reported as a result of this event.